Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous right posterior descending artery. This 2.50x24mm taxus liberte stent was selected for treatment; however, the stent delivery system was unable to cross the lesion. The device was removed from the patient when it was noted the distal stent edge had become flared. The procedure was completed with another taxus liberte. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product(B)(4).